Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion (100 ml/hr), a leak was observed at the catheter connection below the spin collar of the administration set. No patient harm was reported.

Event description:
The customer reported that on the malignant hematology unit, a leak was identified at the catheter connection with the needless connector, and below the spin collar. The fluid was infusing at 100 ml/hr. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 25ml baxter bag din (B)(4), lot number w8d17c1 exp jan 19 5% dextrose. The customer report of a leak at the connection below the spin collar of the administration set was confirmed. Visual inspection of the as-received valve showed a crack running along one side of the top of the valve component and continuing along the threads of the valve. During pressure testing a leak was observed on the valve. The root cause of the customer's repot was not identified.